Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient with an impla ntable neurostimulator (ins). It was reported that the patient lost therapy 6 months ago and all impedances were out of range of 10,000 ohms with cervical lead. The patient underwent a surgery for ins change due to elective replacement (eri)/end of service (eos) mode and lead revision. The physician completed ins removal from left side buttock of old system and when single lead tested via the wireless external neurostimulator (wens) all impedances were out of range > 40 ,000 therefore physician started lead revision. On removing lead at l2/3 anchor site was noted the lead into epidural space was fractured with 10 cm gap to second portion of the lead. Further imaging of cervical region showed cervical lead contacts not in epidural space and curling down in upper cervical region towards mid -cervical region near spinal process. Partial explant of the lead occurred, proximal end of lead into battery header to anchor site in l2/3 region. Physician contacted on call orthopedic spinal consultant who advised patient will be reviewed in teams surgical meeting to arrange removal of lead and joint lead replacement on a new date. New ins head filled with both plugs and inserted in pocket in preparation for lead explant and replacement. Additional information received reported the cause of the lead fracture was unknown. The rep was waiting for an update from hospital on the new surgical date.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: unknown, ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that the ins reached elective replacement indicate (eri). The surgical date has been provisionally set for (B)(6) 2024.

Manufacturer narrative:
Continuation of d10: product ID 977a290, implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0208112415 serial# implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead the lead implant date was reported as (B)(6) 2016 and as (B)(6) 2016 follow-up will be done to confirm the date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that today (B)(6) 2024, the patient underwent surgery in joint case with pain team and spinal orthopedics to explant the remaining fractured lead in epidural space from t12 travelling to cervical region. The team managed to remove all of the old lead from cervical aspect at the c2 level where the lead had migrated superficial at spinal process and turned on itself inferiorly. A new 977a290 octad lead was inserted in the lower thoracic region with the top of the lead at mid c3 and tunneled to the existing ins in the pocket with normal impedances on testing. The old lead was collected and will be sent for investigation.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0208112415 serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. H3. Analysis found non-conformances with the lead. It was found that all conductors were broken 51.8 centimeters (cm) from the distal end of the lead. Conductor 7 was broken at the electrode weld site. Body insulation was cut thru, lead segmented, and the stylet coil was broken. Based on our analysis, we conclude that the returned lead was related to the reported impedances being out of range and the lead being fractured. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0208112415 serial# unknown implanted: (B)(6) 2016 explanted: (B)(6) 2024 product type lead. Correction to d.6a: lead implant date corrected to (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# 0208112415 serial# unknown implanted: (B)(6) 2016 h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# unknown, implanted: (B)(6) 2016, explanted: (B)(6) 2024, product type lead. Correction to b3, date of the event. Patient lost therapy 6 months ago. Month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.